Event description:
A surgeon reported the system stopped working during the irrigation and aspiration phase of a phacoemulsification procedure. The surgeon was removing the last segments of the lens and noted there was no return going up the phaco tip. The doctor was unsure if there was no irrigation or no aspiration. The handpiece, tip and cassette were exchanged. The system was rebooted and the case was completed following a 10 minute delay. There was no harm to the patient.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).